Event description:
During baxter's functionality testing it was found that a spectrum pump does not recognize a closed door. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "does not recognize a closed door" was found and confirmed during evaluation. This symptom was caused by the door hooks and latched pins being out of adjustment. The door hooks and latch pins were replaced to correct this condition.